Event description:
A 24 mm diameter x 14 mm diameter x 15.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unk. It was reported that 30 months post implant, the pt presented to the emergency room with abdominal and back pain. The computed tomography demonstrated that the aneurysm had enlarged from 10 cm to 12 cm compared to the previous computed tomography, which was obtained from another hosp. The stent graft had migrated for an unk reason. The physician elected to surgically convert the pt to a conventional stent graft. The stent graft and its components were removed from the pt. No add'l clinical sequelae were reported and the pt is fine. The stent graft was returned to medtronic for eval and the analysis has been completed. The examination of the stent graft, the cause for migration, pulsatile, and enlargement of the aneurysm cannot be determined. There were no leaks detected in the stent graft.